Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: screw in incorrect packaging. Advanced locking screw - in locking screw packaging. Updated information: the surgeon was screwing the screw into a t2 recon femoral nail. The surgeon couldn¿t get it to screw in. They then saw on x-ray that it might be an advanced locking screw. The screw was then removed which proved it was an advanced locking screw. The screw was sealed in the pictured packaging before opening and inserting. Another screw was opened and used.

Manufacturer narrative:
Correction: please refer to d4 catalog, lot and gtin number. The reported event could not be confirmed, since the dhrs revealed that both lot codes were manufactured and distributed at different times. A detailed review of the dhrs revealed the following: lot code k07de37 (B)(6) were manufactured, packed, finally released in september 2018 and distributed in full quantity between november 2018 and march 2019. Lot code k0e4708 (B)(6) were manufactured, packed, finally released in july 2019 and distributed in full quantity between march 2020 and april 2020. No discrepancies could be verified within the dhrs and statistics for the given lots. The alleged affected packaging was labelled almost one year after the reported advanced locking screw was manufactured and distributed in full quantity. Thus, we exclude a manufacturing error resp. A mix-up at the manufacturing site. Review of stock movement revealed that both lot codes were distributed to syk dist australia. Known from a previous similar case and based on above facts it could not be excluded that it¿s rather related to a deficiency in the further treatment at hospital. Referring to event description ¿¿they then saw on x-ray that it might be an advanced locking screw¿¿ but this could have been noticed at the time of implant identification. The IFU points out that inspection is recommended before surgical procedure to ensure that all components needed for the operation are available in the operation theatre. Finally, it is common practice to have a spare part available within the op-room during the surgical procedure. A review of the device history for the reported lot[s] did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: screw in incorrect packaging. Advanced locking screw - in locking screw packaging. Updated information: the surgeon was screwing the screw into a t2 recon femoral nail. The surgeon couldn¿t get it to screw in. They then saw on x-ray that it might be an advanced locking screw. The screw was then removed which proved it was an advanced locking screw. The screw was sealed in the pictured packaging before opening and inserting. Another screw was opened and used.